Event description:
It was reported by service report that the scale is erratic and does not always zero out due to a faulty load cell cable. There was pt involvement, however, no adverse consequences are reported.